Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional mitraclip device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the mean pressure gradient increased to 10mmhg (mitral stenosis). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The pre-procedure mean pressure gradient was 2mmhg. Imaging was difficult due to challenging anatomy, making clip visualization difficult. The mitraclip delivery system (cds) ((B)(4)) was advanced to the mitral valve and the clip was implanted successfully in a3/p3. However, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda), mr increased to 3. A second clip ((B)(4)) was implanted to further reduce mr and to stabilize the implanted clip. Mr was reduced to 1-2, however the mean pressure gradient increased to 10mmhg. The clip remains implanted. The patient is stable. There was no clinically significant delay during the procedure. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported poor image resolution is related to patient anatomy/procedural condition as difficulty was experienced visualizing the devices during the procedure. Additionally, a definitive cause for the reported mitral stenosis cannot be determined. It should be noted that the reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.